Event description:
The customer had to go to the emergency room. It was indicated that the customer manually primed twenty five units into themselves by mistake. The customer had called their m.d. Regarding this incident and was advised to go to the hosp. It was reported that the customer was drinking orange juice before customer went to the emergency room. The next day, the customer called bak and stated they were ok. At that time, the customer was educated on how to properly run a fixed prime on the pump.